Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Residual liquid or foreign material came out of forceps channel/suction cylinder. In addition, the scope connector was dirty. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to deformation on bending tube, angulation skipped during angulation in up/down directions. An abnormal sound was made due to damage to the right/left knob. The bending section cover had a scratch. The adhesive on bending section cover had a chip. The scope connector had a scratch. The right/left knob had a scratch. The lock engagement knob had a scratch. The control unit had a scratch. The up/down knob had a scratch. Lock engagement lever had a scratch. The switch box had a scratch. The scope cover had a scratch. Grip had a scratch. Scope connector cover unit had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The foreign material could not be identified. As a result of component analysis of the reddish-brown foreign material adhering to the scope and brush, common components thought to be organic silicones/silicic acids/stearates/esters were detected. These detected components are widely used in pharmaceuticals, etc., and the substances in this component analysis could not be identified. The characteristics of the protein detected in the case of blood could not be confirmed in the component analysis results, the foreign substance is not derived from blood. A definitive root cause of the remaining foreign material in the device could not be identified. There were no abnormalities within the channel/suction channel of the scope that could cause the remaining foreign material. There also was no water leakage. The conditions at the facility regarding reprocessing are unknown. It is probable the remaining foreign material was due to reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations were confirmed. There was a reddish-brown foreign material in the area around the tip of forceps channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer during a diagnostic upper gastrointestinal endoscopy, a nurse discovered a liquid similar to blood coming out the suction port side and forceps side of the gastrointestinal videoscope. The case was an examination without bleeding and no biopsy was performed. The procedure was completed with the subject device. The suction bottle attached to the suction machine had a rotten fish odor. Insufficient reprocessing was suspected. There was no report of patient harm associated with this event.